Event description:
It was reported that the patient experienced an undesirable change in stimulation that resulted in increased pain. An x-ray revealed lead migration. The leads were explanted and replaced. The patient recovered without sequela.